Event description:
Received notice of litigation. Pleading states patient was treated from june (B)(6) 2004 for "treatment of a condition involving medical and surgical procedures." Pleading further states healthcare providers "negligently and carelessly examined, diagnosed, operated, treated and furnished medical aids and materials, cared for, tested and otherwise failed to provide medical and surgical services so as to directly and proximately cause permanent and irreparable injury and disability by, among other things, placing foreign objects which had no therapeutic value and which would produce an adverse physiologic response in the body of the plaintiff." Pleading further states defendants "had a duty to remove from the body of plaintiff to avoid adverse consequences and injurious and severe consequences." Pleading also states the foreign object was not discovered until (B)(6) 2011 when plaintiff consulted other physicians who thereafter surgically removed the foreign objects.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device status is unknown.